Event description:
It was reported revision was completed due to infection. Poly liner and hinge pin were revised and washout was completed.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : according to the information received, ¿attune lps srom hinge knee [date]@ [hospital] with [surgeon], reason for surgery was following a primary tka (medacta) that was went through a 1st stage revision. Infection persisted and required washout of implants [date]@ [hospital] [surgeon] decided not to replace the implants. Repeat washout [date] by [surgeon] resulted in replacement of polly liner and hinge pin.¿ the product was not returned to depuy synthes, however photos were provided for review. See attachment "img_5584.png" and "img_5819.jpeg". Review of the photographic evidence only shows the patient labels of the reported attune rev lps insrt med 26mm. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, an as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. A manufacturing record evaluation and sterile product documentation review were performed for the finished device [151760626 / j7991a] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The overall complaint was not confirmed as the photographs provided contained insufficient evidence of the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation and sterile product documentation review were performed for the finished device [151760626 / j7991a] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review : a manufacturing record evaluation and sterile product documentation review were performed for the finished device [151760626 / j7991a] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.